Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08040. The same patient is represented in each medwatch.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. It was reported that after implantation the patient experienced pain, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. The patient underwent excision of extruded mesh in 2010 (exact date not provided). (B)(4) - undefined recurrence; dyspareunia; urinary problems.